Event description:
It was reported that a 4.5 tap was inserted into the pedicle tracking along with sharp k-wire. It was reported that the surgeon found the bone to be hard but continued tapping under the guidance of fluoroscopy. It was then reported that the surgeon and sales rep found a piece of something lodged by the tap, the surgeon immediately removed the tap and discovered the tip of the tap had broken off and was lodged in the vertebral body of the pt.

Manufacturer narrative:
Method: complaint history analysis, DHR review, visual inspection, hardness testing, risk assessment. Results: this is the first complaint for tip breakage for all mantis taps after they were redesigned in (B)(6) 2010. The DHR for this batch was reviewed and was found to be released under concession; the hardness of the batch was outside specs. The returned tap was inspected and confirmed to be broken. The tap was also tested in an internal lab and has a hardness of 52.4 hrc. In this event the tip broke off inside the bone and the surgeon opted to not remove it as that would have required at least a partial vertebrectomy. The surgery was completed successfully and there have been no reported adverse reactions to the remaining tip. Conclusions: the cause of the failure is multi-factorial. The hard bone from the pt and the elevated hardness of the tap could have both contributed to this failure. Also, the surgeon did not use the awl before taping the bone, which is recommended in the surgical technique.